Manufacturer narrative:
Correction: this event is a duplicate of FDA report number 2182208-2021-01520. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the pacing lead, the lead exhibited placement difficulty. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.